Event description:
It was reported that the patient lost stimulation sensation due to a fractured lead. The neurostimulator and lead were replaced and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products. Lead model 3777-60 lot# v016985 implanted (B)(6) 2007 explanted (B)(6) 2012; programmer 37742 serial# (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Conclusion: analysis of the neurostimulator model 37701, serial #(B)(4) showed no anomalies. Analysis of the lead model 37701, lot # v016985, showed that it was electrode #6 was broken 7.6 cm from the distal end (anchor site). It was noted that the outer insulation was broken at the same location. All circuits were observed to be opened and no shorts were seen. Stylet accessory lot # unknown showed no anomalies. Plug accessory model 3550-29, lot #unknown, showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.